Event description:
It was reported that noise was observed on the atrial lead. The lead was capped and replaced. During the procedure, insulation damage was observed. It was noted that the patient had recently engaged in heavy upper body lifting. No patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.